Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high, out of range impedance. All other electrical functions of the lead were normal. The patient was asymptomatic and will continue to be monitored.